Event description:
The customer reported that the system would not produce an image. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The customer repaired the high voltage cable and reported that the system operates as intended.